Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker exhibited a significant change in longevity remaining during the last device check. Device data analysis performed. Evidence suggests this device¿s battery was depleting faster than expected. Boston scientific technical services (ts) stated that the pg should be replaced and returned for detailed analysis. Additional information was received. This device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.